Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump battery was only lasting five to six hours before the pump would die. Customer stated after that time, she would get a low battery alert, followed by a no power alarm. Customer's blood glucose was 146 mg/dl. Customer did not have another battery with which to test the insulin pump. The battery was stated not to have been previously used and the battery cap was not loose, cracked, or damaged. This was the second occurrence of the off no power alert in less than 24 hours after the low battery warning. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high stop idle current due to short at the lcd driver board. No unexpected off no power alarm noted. The insulin pump has received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and stained end cap sticker.